Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9812, model: 101-9812, serial: n/a, lot: 800234.

Event description:
It was reported that the patient experienced more back pain after two spacers had been implanted. The physician assessed the pain was not device related. The patient underwent a procedure where the pain area was numbed. The patient was doing well and felt more pain relief following the procedure.